Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
Customer states the device was left unplugged and the battery died. Customer states the battery will not take a charge. No pt involvement.